Manufacturer narrative:
Service engineer could duplicate the fault in the service mode as well as the same applicator mev same head & gantry angle. Engineer replaced two retractile cables and the problem fault could not be reproduced. The retractile cable consists of 78 conductors where a specific pin would have to sort circuit to produce this fault, but a short to "enable" may not always result in diaphragm movement. The likelihood of this failure mode, from analysis, is low.

Event description:
At the start of clinical electron treatment, the y2 diaphragm was seen to move on both the graphical display and cctv image of the treatment field. The patient was removed and the fault investigated. The fault was also observed during the treatment of a separate patient. The y2 diaphragm was seen to drive back to its correct position at the end of the beam. The patient was not seriously injured, but there was a potential for serious injury through incorrect radiation dosing. The site engineer determined the likely cause was faulty retractile cables. The two retractile cables were replaced and the problem cold not be reproduced.